Event description:
A physician attempted an arteriotomy closure with the starclose device. The physician replaced the procedural sheath with the starclose sheath. The starclose sheath could not be advanced and neither could the wire. It appeared that the sheath was kinked. It was not possible for the physician to reinsert the guidewire. The physician forced the dilator through the sheath. At this time, the distal end of the dilator perforated the posterior wall of the iliac artery. The pt was taken to surgery for repair of the posterior wall of the iliac artery.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.